Event description:
A minimum fill notification was reported. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After following these steps, the caller successfully reloaded the cartridge and resumed insulin delivery.